Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation it was noted, the nodoka adhesive, the lens adhesive part, and the light guide (lg) adhesive were peeling. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, air/water leakage issue was noted with the evis lucera gastrointestinal videoscope. Upon inspection and testing of the customer returned device, it was observed, the nodoka adhesive, the objective lens adhesive part, and the light source (lg) adhesive were peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction: operator of device: healthcare professional should have been selected on the initial report. Correction: usage of device: reuse should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.